Event description:
The caller reported, the tube was in the pt less than twenty-nine days and the ventilator was alarming. A leak in the tube's cuff was found. A non-routine replacement of the tube was required.